Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -11.5/2.5/098 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault was observed with glare and haloes and blurred vision. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown. Device did not fail to perform as intended.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter - 11.50/2.5/098 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced a low vault with rotation, glares/haloes, and blurred vision. On (B)(6) 2022 the lens was exchanged for the same model and power but longer length and the problem was resolved. The status of the eye was reported as "all well, lens is stable, refraction outcome is satisfactory". The cause of the event is unknown and the device did not fail to perform as intended. H6- medical device problem code: "2923" should be added. Claim# (B)(4). Claim# (B)(4).